Manufacturer narrative:
(B)(6). Unknown lot number: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes the user had irregular patient troponin results between the duplicates ran. In addition, the tubes contained oil gel globules. No health impact or consequence reported. Report 2 of 2.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes the user had irregular patient troponin results between the duplicates ran. In addition, the tubes contained oil gel globules. No health impact or consequence reported. Report 2 of 2.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for oil gel globules was observed. Additionally, 100 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no gel defect related to oil gel globules was observed. Complaints for sample quality are under statistical control for the month of february 2024. Further testing for erroneous results and oil gel globules was performed on lot: 2308626: no difficulties were encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, erroneous results-troponin I, because the defect was not evident in the testing of the complaint lot samples. All samples (retention and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for oil gel globules based on the photo provided. This complaint was unable to be confirmed for erroneous results-troponin I based on the investigation performed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.